Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during a biopsy procedure performed on (B)(6), 2010. According to the complainant, during the procedure the forceps could not be withdrawn from the working channel of the endoscope. The procedure was completed with this particular radial jaw 4 single use biopsy forceps large capacity device. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results for clevis arms bent.

Manufacturer narrative:
Patient identifier, age and weight are unknown, however, patient over 18 years old. A visual evaluation found that the complaint device exhibited bent clevis arms and functionally failed to open. The condition of the returned incident device was consistent with the complaint since the customer may have experienced problems when withdrawing the device from the scope because of the bent clevis arms. Based on all gathered information, the most probable root cause is: operational context; since the device worked as intended initially, however during the procedure an excessive force applied to the handle made the clevis arms bend. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed and no anomaly was found. (B)(4).